Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the biomed stated that this is not available since the information was not provided by the hospital.

Event description:
The customer reported to philips that the ventilator alarmed with data acquisition pcba adc reference failed . The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the biomed stated that this is not available since the information was not provided by the hospital. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported to philips that the ventilator alarmed with data acquisition pcba adc reference failed . The customer reported the unit was in use on patient, but there was no patient harm.